Manufacturer narrative:
Other (glare) - evaluation results - (other): a lens work order search was performed and no similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.

Event description:
The patient reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in 2008 in his left eye (os). The patient has been experiencing blurriness and glare. The patient reported the surgeon inspected the left eye and noted that the icl was not sitting optimally and was close to the natural lens. The patient reported the surgeon felt this was most likely the cause of the blurriness and glare. The icl remains implanted. The surgeon reported at the last post-op visit three months later, the patient's best-corrected visual acuity was 20/15 and the patient was doing very well, was not complaining of any glare or blurriness. If additional information is received, a supplemental medwatch will be sent.